Event description:
While using the epicor ultracinch device, a message on the epicor machine stated the "8" cell was not working properly. The choice was to cancel the ablation or ignore warning. Rep was consulted and advised ok to continue and to cancel cell "8". Staff reported this has happened before but they did not report to risk manager.what was the original intended procedure?heart valve replacement.